Event description:
It was reported by service report that the fowler drifted down.

Manufacturer narrative:
Result: fowler clutch.

Event description:
Upon further investigation, it was determined that a duplicate pr was entered for this product. Internally (B)(4) and externally mw # (B)(4) address the investigation and regulatory assessments for this product.

Manufacturer narrative:
Upon further investigation, it was determined that a duplicate pr was entered for this product. Internally (B)(4) and externally mw # (B)(4) address the investigation and regulatory assessments for this product.